Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided test from 25th of march 2025 recorded a pacing impedance of 378 ohms and a shock impedance of 59 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
Noise present on rv lead on home monitoring iegms and in office follow-up. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
Noise present on rv lead on home monitoring iegms and in office follow-up. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.